Event description:
The following has been reported: biomed reported: a pump with serial number (B)(6) that is displaying the message: "unable to install the software update. The pump requires service." The unit shuts down after the message appears. The pump did not cause any harm to a patient and was not used for patient care. A preliminary review of the logs identified the following issue: unable to update sw unknonw if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a problem during software update at customer site. The problem the customer experienced was able to be replicated during investigation. After the device was powered on, a failure to update the software message was displayed followed by a countdown timer until the device was powered off. The device was opened to inspect for internal damage, no damage was found. When the main pcba was inspected while the device was powered on, the 12v led on the main was not illuminated. The som will be replaced during repair. The lcd screen has discoloration near the bottom.